Event description:
Leg was paralysed [leg paralysis] ([numbness in leg]). Taken her ability to walk from her/could not walk [unable to walk] . Hardly move leg/ can't go upstair/could not take a step/got on my hands and knees and crawled up the stairs [movements reduced] . All she has is pain/ every step is painful [pain upon movement] . Nerves have been affected [nerve damage] . Delusional [delusional disorder, unspecified type] . Knee hurts [aching (r) knee] ([incorrect route of product administration]). Case narrative: initial information from united states received on 20-jul-2020 regarding an unsolicited valid serious case received from the patient. The case was linked to case (B)(4) (cluster). This case involves an unknown age female patient whose leg was paralysed, taken her ability to walk from her/could not walk, hardly move leg/ can't go upstair/could not take a step/got on my hands and knees and crawled up the stairs, all she has is pain/ every step is painful, nerves have been affected, delusional, knee hurts, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s) and family history were not provided. Patient received hylan g-f 20, sodium hyaluronate injections for 5 or 6 years and it always had been really good at lubricating her left knee. On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate, solution for injection, at unknown dose once into her flesh cavity (that was supposed to be done in right knee; incorrect route of product administration) (lot - unknown) of right knee for unknown indication. The patient reported that it was the md's (medical doctor's) fault. On the same day, after a latency of 5 hours her leg was paralyzed (monoplegia; seriousness: medically significant, disability), so numb (hypoaesthesia) and patient could not walk (gait inability; event assessed serious due to disability). Patient tried to get out of the car into the house and it took a half an hour. Patient had to shuffle the feet 2 or 3 inches at a time and she could not take a step. She states that she could not go up the stairs (hypokinesia; latency: 0 day). Patient had two stairs up into the house when she got there, she could not lift her feet so she said I could not do that, could not get into the house so patient went back to the car and feel asleep at 8 o'clock. Patient woke up at 2:30 and tried to get into the house and shuffled again. Patient had to lift her left leg to get out of the car, could not move it. Patient got to the stairs and got on her hands and knees and crawled up the stairs. On an unknown date in (B)(6) 2020, after latency of few days, patient could hardly move her leg. Patient stated that she filled a grievance form on (B)(6) 2020. Patient reported that all she had pain and that every step was painful (pain; onset: (B)(6) 2020; latency: few days). Patient also reported that she did not have pain before. Patient asked for a stem cell injection to rebuild the cartilage, but the organization won't do it. She had written a letter to the chief of surgeons and he had not even responded to her. Patient was crying off and on during the call and states that she was really, really upset. Patient went to the emergency twice and nothing was done there also, even x-ray was not taken. She felt that her nerves have been affected (nerve injury; onset: (B)(6) 2020; latency: few days) and the hylan g-f 20, sodium hyaluronate had gone into her blood circulation and she was suffering. It was reported that her leg stayed that way for two weeks. The orthopedic did not give her an appointment. She states that she was going to hire an attorney. She states that it had been almost 5 months and this md's error has taken her ability to walk away from her. It was also reported that patient was told to get cortisone, but she did not because it had "ill effects" and the hylan g-f 20, sodium hyaluronate "did not have any ill effects". It was reported that other people said it (hylan g-f 20, sodium hyaluronate) did not help them but it had "really, really helped" her. The organization said she filed grievance in june. The patient reportedly went to a counselor (because of stress of her knee as well as a previous tenant who was killing her cats) who told her she was delusional (delusional disorder, unspecified type; start date and latency unknown). As a result of this, patient's insurance and medical care organization won't do anything to help her, nothing at all. Patient could hardly walk, called it a shuffle, had to lift my leg. Patient did not know what to do and could not walk without a cane now, was crying, could not carry anything and was going to hire an attorney. It was reported that patient's knee hurts (arthralgia; onset: 2020; latency: unknown) due to the incorrect route of injection. Patient wanted to know if this has happened before. Patient could not go the rest of her life without walking. It was reported that patient shuffled feet when she went to bed at night, lift the leg up to get into bed. Patient was crying and was not understandable. Action taken: not applicable for all events. Corrective treatment: cane for leg was paralysed, taken her ability to walk from her/could not walk; not reported for rest of the events. Outcome: unknown for all events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4) . The product lot number was not provided; therefore, a batch record review was not possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformances report) process. Adverse event reports with or without lot numbers are continuously monitored, and possible associations with their corresponding product lot are assessed, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA (corrective and preventive action) was required. Investigation completion date:30-jul-2020. Additional information was received on 30-jul-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information was received on 11-aug-2020 from a patient. Events added for delusional and off label use. Clinical course was updated. Text amended accordingly. Follow up was received on 12-aug-2020 from other healthcare professional. It was reported that product technical compliant for (B)(4) was reopened due to incomplete complaint information. Text amended accordingly. Additional information was received on 31-oct-2020 from patient. Event of knee hurts was added with details. Verbatim of event taken her hardly move leg/ can't go upstair updated to hardly move leg/ can't go upstair/ could not take a step/got on my hands and knees and crawled up the stairs. Seriousness, corrective and onset date updated for the event of taken her ability to walk from her/could not walk. Corrective for event of leg was paralysed updated. Upon internal review event of off label use was deleted. Clinical course updated. Text amended accordingly.

Event description:
Leg was paralysed [leg paralysis], leg was paralysed and so numb [numbness in leg], hardly move leg/ can't go upstair [movements reduced], all she has is pain/ every step is painful [pain upon movement], nerves have been affected [nerve damage], taken her ability to walk from her [unable to walk], got it into her flesh [incorrect route of product administration]. Case narrative: initial information from united states received on 20-jul-2020 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient whose leg was paralysed and so numb, she hardly move leg/ can't go upstairs, all she has is pain/ every step is painful, taken her ability to walk from her and nerves have been affected, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) which she got into her flesh (incorrect route of product administration). The patient's past medical history, vaccination(s) and family history were not provided. Patient received synvisc one injections for 5 or 6 years and it always had been really good at lubricating her left knee (past medical history). On (B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate, solution for injection, at unknown dose once into her flesh (that was supposed to be done in right knee; incorrect route of product administration) (lot - unknown) of right knee for unknown indication. The patient reported that it was the md's (medical doctor's) fault. On the same day, after a latency of 5 hours her leg was paralyzed (event was considered medically significant as per the important medical events list) and so numb. Patient could hardly move her leg (onset: (B)(6) 2020; latency: few days). Patient stated that she filled a grievance form on (B)(6) 2020. Patient reported that all she had pain and that every step was painful (onset: (B)(6) 2020; latency: few days). Patient also reported that she did not have pain before. She states that she could not go up the stairs (onset: (B)(6) 2020; latency: few days). Patient asked for a stem cell injection to rebuild the cartilage, but the organization won't do it. She had written a letter to the chief of surgeons and he had not even responded to her. Patient was crying off and on during the call and states that she was really, really upset. Patient went to the emergency twice and nothing was done there also, even x-ray was not taken. She felt that her nerves have been affected (onset: (B)(6) 2020; latency: few days) and the hylan g-f 20, sodium hyaluronate had gone into her blood circulation and she was suffering. It was reported that her leg stayed that way for two weeks. The orthopedic did not give her an appointment. She states that she was going to hire an attorney. She states that it had been almost 5 months and this md's error has taken her ability to walk away from her (onset: (B)(6) 2020, latency: unknown). It was also reported that patient was told to get cortisone, but she did not because it had "ill effects" and the synvisc-one "did not have any ill effects". It was reported that other people said it (synvisc-one) did not help them but it had "really, really helped" her. The organization said she filed grievance in (B)(6). Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all events. The patient outcome is reported as not applicable for got it into her flesh, as unknown for rest of the events. A product technical complaint (ptc) was initiated with global ptc number: (B)(4) and the results for the same were pending.

Event description:
Leg was paralysed [leg paralysis]. Leg was paralysed and so numb [numbness in leg], hardly move leg/ can't go upstair [movements reduced]. All she has is pain/ every step is painful [pain upon movement]. Nerves have been affected [nerve damage]. Taken her ability to walk from her [unable to walk]. Got it into her flesh [incorrect route of product administration]. Case narrative: initial information from united states received on 20-jul-2020 regarding an unsolicited valid serious case received from the patient. This case involves an unknown age female patient whose leg was paralysed and so numb, she hardly move leg/ can't go upstairs, all she has is pain/ every step is painful, taken her ability to walk from her and nerves have been affected, after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one) which she got into her flesh (incorrect route of product administration). The patient's past medical history, vaccination(s) and family history were not provided. Patient received synvisc one injections for 5 or 6 years and it always had been really good at lubricating her left knee (past medical history). On(B)(6) 2020, the patient received hylan g-f 20, sodium hyaluronate, solution for injection, at unknown dose once into her flesh (that was supposed to be done in right knee; incorrect route of product administration) (lot - unknown) of right knee for unknown indication. The patient reported that it was the md's (medical doctor's) fault. On the same day, after a latency of 5 hours her leg was paralyzed (event was considered medically significant as per the important medical events list) and so numb. Patient could hardly move her leg (onset: (B)(6) 2020; latency: few days). Patient stated that she filled a grievance form on (B)(6) 2020. Patient reported that all she had pain and that every step was painful (onset: (B)(6) 2020; latency: few days). Patient also reported that she did not have pain before. She states that she could not go up the stairs (onset: (B)(6) 2020; latency: few days). Patient asked for a stem cell injection to rebuild the cartilage, but the organization won't do it. She had written a letter to the chief of surgeons and he had not even responded to her. Patient was crying off and on during the call and states that she was really, really upset. Patient went to the emergency twice and nothing was done there also, even x-ray was not taken. She felt that her nerves have been affected (onset: (B)(6) 2020; latency: few days) and the hylan g-f 20, sodium hyaluronate had gone into her blood circulation and she was suffering. It was reported that her leg stayed that way for two weeks. The orthopedic did not give her an appointment. She states that she was going to hire an attorney. She states that it had been almost 5 months and this md's error has taken her ability to walk away from her (onset: (B)(6) 2020, latency: unknown). It was also reported that patient was told to get cortisone, but she did not because it had "ill effects" and the synvisc-one "did not have any ill effects". It was reported that other people said it (synvisc-one) did not help them but it had "really, really helped" her. The organization said she filed grievance in (B)(6). Action taken: not applicable for all events. It was not reported if the patient received a corrective treatment for all events. The patient outcome is reported as not applicable for got it into her flesh, as unknown for rest of the events. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020 additional information was received on 30-jul-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.